Event description:
It was reported that when stimulation was turned on, the patient would receive a shocking sensation following a position change. The patient could not precisely describe but it would happen during a sitting position and would happen intermittently and unexpectedly. Reviewed possible fluid short at electrodes 0 and 8 with a finding that electrode 8 was programmed. Reprogramming of the patient without using electrode 8 was going to be attempted to see if this would reduce and/or eliminate the shocking sensation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information was received. It was reported that the patient was reprogrammed successfully by avoiding electrode 8. The patient had not reported the "shocking" feeling since the reprogramming.